Event description:
It was reported that it was difficult to visualize the catheter under fluoroscopy. The stenosed target lesion was located in the seriously tortuous and calcified left anterior descending artery (lad). A 38 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, it was difficult to visualize the catheter under fluoroscopy. The device was removed and the procedure was completed with another of the same device. There were no complications reported and the patient was stable.

Event description:
It was reported that it was difficult to visualize the catheter under fluoroscopy. The stenosed target lesion was located in the seriously tortuous and calcified left anterior descending artery (lad). A 38 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, it was difficult to visualize the catheter under fluoroscopy. The device was removed and the procedure was completed with another of the same device. There were no complications reported and the patient was stable. It was further reported that the stent could not be deployed. The markerbands of the delivery system were visible under fluoroscopy including the contrast media that was used to asses the lesion. It was further reported that stent failed to cross the lesion and no ivus related in this complaint.

Manufacturer narrative:
Updated b5: describe event or problem device evaluated by MFR: the promus premier ous mr 38x3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts on the mid stent region lifted from their crimped positions and pulled distally. The undamaged stent outer diameter was measured using snap gauge and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that it was difficult to visualize the catheter under fluoroscopy. The stenosed target lesion was located in the seriously tortuous and calcified left anterior descending artery (lad). A 38 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, it was difficult to visualize the catheter under fluoroscopy. The device was removed and the procedure was completed with another of the same device. There were no complications reported and the patient was stable. It was further reported that the stent could not be deployed. The markerbands of the delivery system were visible under fluoroscopy including the contrast media that was used to asses the lesion.